Event description:
It was reported that the customer was getting generator errors that cause the patient to be re-exposed. It was determined that the small and large filaments needed calibrations. Once this was completed, this unit is working as intended.